Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance reason. This ra lead was replaced with the same model. No additional adverse patient effects were reported. Additional information indicates this ra lead exhibited far-field oversensing that could not be resolved through programming and exhibited high pacing thresholds. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance reason. This ra lead was replaced with the same model. No additional adverse patient effects were reported.